Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in tubing) that appeared on the homechoice (hc) unit. This event occurred during use, the patient was connected, in drain 4 of 4. The caller (homecare nurse) caller recycled power and cleared alarms prior to calling, caller will call registered nurse (rn) regarding air detect alarm and hp being connected. Patient will continue therapy with new supplies. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.